Manufacturer narrative:
(B)(4). Concomitant medical products: 11-173662, m2a 38 mm mod hd std nk, 254250. The 15-106058, m2a-38 58 mm cup non flared, 427140. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00393, 0001825034-2018-00392.

Event description:
It was reported that a patient underwent an initial total hip arthroplasty. Subsequently, the patient was being considered for a revision procedure due to unknown reasons. No revision procedure has been reported to date.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.